Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 30-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for preventing pregnancy. About a month after the essure procedure, the plaintiff began experiencing: severe, abnormal menstruation pain, abnormal, heavy bleeding, severe lower abdominal/pelvic pain, severe abdominal cramping, severe back pain, pain during intercourse, migraines, hair loss, and fatigue. On or about (B)(6) 2015, her doctor performed a hysteroscopy and dilation and curettage. The symptoms persisted and doctor recommended a partial hysterectomy. On or about (B)(6) 2015, she underwent a partial hysterectomy with removal of the essure. Following her painful hysterectomy, most of symptoms have resolved although she still experienced fatigue, migraines, back pain and hair loss. Additionally, since her hysterectomy, she has begun experiencing vaginal discharge/infections. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain, severe lower pelvic pain and severe abdominal cramping. She underwent a hysteroscopy and dilation and curettage. Since the symptoms persisted, a partial hysterectomy with removal of the essure was performed. The events are listed in the reference safety information for essure. Abdominal/pelvic pain and cramping may occur with essure therapy. In this case, she experienced these events about a month after essure insertion. Based on a compatible temporal relationship and considering that plaintiff recovered from these events after essure removal, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc was received on 01-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain, severe lower pelvic pain and severe abdominal cramping. She underwent a hysteroscopy and dilation and curettage. Since the symptoms persisted, a partial hysterectomy with removal of the essure was performed. The events are listed in the reference safety information for essure. Abdominal/pelvic pain and cramping may occur with essure therapy. In this case, she experienced these events about a month after essure insertion. Based on a compatible temporal relationship and considering that plaintiff recovered from these events after essure removal, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("severe lower pelvic pain/pain") and abdominal pain ("severe abdominal cramping") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included parity 4 and uterine dilation and curettage. Concurrent conditions included vaginitis, uterine prolapse (w/0 mention vaginal wall prolapse), vulvovaginitis, ovarian mass, retroverted uterus, hemorrhagic ovarian cyst, endocervical squamous metaplasia (cervix with chronic inflammatory infiltrates and squamous metaplasia) and chronic cervicitis. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migrainesmigraines / headaches"), alopecia ("hair loss") and headache ("migraines / headaches"). On (B)(6)2015, 2 years 1 month after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("infection (bladder/ urinary tract/vaginal)type: yeast"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/dysmenorrhea (cramping),"), menorrhagia ("abnormal, heavy bleeding/abnormal bleeding(vaginal, menorrhagia"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia"), skin disorder ("rashes or skin condition type"), depression ("psychological or psychiatric problems condition: depression, "), anxiety ("psychological or psychiatric problems condition: anxiety,") and rash ("rashes or skin condition type"). The patient was treated with ibuprofen (motrin), vicodin, vicodin (norco), paracetamol (tylenol), surgery (dialatatin and curettage, hystreoscopy, laproscopy hysterectomy vaginal), surgery (dialatatin and curettage, hystreoscopy, laproscopy hysterectomy vaginal) and surgery (dialatatin and curettage, hystreoscopy, laproscopy hysterectomy vaginal). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, pelvic pain, abdominal pain, back pain, migraine, alopecia and fatigue had not resolved, the dysmenorrhoea, menorrhagia, dyspareunia and vaginal haemorrhage had resolved and the vaginal discharge, vaginal infection, skin disorder, fungal infection, depression, anxiety, rash and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2015: negative (B)(6)2014, ultrasound pelvic: findings: uterus noted to measure 9 x 5.4 x 4.8 cm in size. Luminal area is 6 mm in thickness. Adnexal areas identified and the right ovary measures 4.3 x 2.9 x 2.4 and the left 3.2 x 2.7 x 2.1 cm in size. Rounded 1.7 x 1.3 x 2.1 cm size hyperechoic area within the right ovary again seen. No other masses or abnormal fluid collection. Urinary bladder is intrinsically within normal limits. (B)(6)2015, surgical pathology report: proliferative phase endometrium containing small straight and tubular endometrial glands lined by simple columnar to pseudostratified epithelium with normal mitosis. The stroma is dense and compact. The spiral arterioles are not prominent. (B)(6)2015, ultrasound pelvis, transabdominal and transvaginal: findings: uterus noted to measure 9 x 6.1 x 4.2 cm in size. Luminal area is 6 mm in thickness. Adnexal areas identified and the right ovary measures 3.9 x 2.5 x 2.4 and the left 4.3 x 2.7 x 2.5 cm in size. Rounded 2.5 x 2.2 x 2 cm size hyperechoic area within the right ovary again seen. No other masses or abnormal fluid collection. Urinary bladder is intrinsically within normal limits. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical records received: reporters details added. Aka names added. Events added asdid not undergo an essure confirmation test, abnormal bleeding(vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type: yeast, psychological or psychiatric problems condition: depression, anxiety, rashes or skin conditions type: migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.